Manufacturer narrative:
Concomitant medical products: 5068 lead, implanted (B)(6) 2001. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the 'patient's condition was not good.' It was also reported that the low voltage lead was failing and insulation damage was confirmed with oversensing of myopotentials observed using isometric testing. The lead was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.